Event description:
Factory service identified that the device automatically disarms during testing. No pt involvement.

Manufacturer narrative:
The device is an automated external defibrillator (AED) and the actual device involved was returned by the customer. Testing confirmed that the device would not deliver energy. Investigation found that the malfunction was due to cracked solder joints on pins of an integrated circuit (ic) chip on the fire control board. It is unknown how the solder joints became fractured. Resoldering the pins corrected the issue. The device subsequently passed all acceptance testing and was returned to the customer.